Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Typically, this type of event is caused by preparing a pilot hole that is too small, prying/leveraging the driver during implant insertion and/or inserting the implant at an angle that is not co-axial to the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a peroneal muscle tendon dislocation repair case, the surgeon inserted that fibertak with suture tape distally of the fibula. The tip of the driver broke-off and was left in the anchor. The broken tip remains in the patient. Additional details provided on 6/6/2017, the broken tip remains within the folded anchor. The distributor staff has indicated that there was no patient adverse event. No further details available.